Event description:
Dexcom was made aware on 01/15/2025, that on 01/01/2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 01/01/2025, it was reported that the patient experienced a skin reaction with redness, pain and infection extended beyond the patch perimeter, which occurred 1 day after the sensor had been inserted in the arm. The area was prepared before placing the sensor on the body with soap and water and disinfected first. The patient consulted a doctor and the reaction was treated with a prescription of an oral antibiotics doxycycline capsule 100mg twice a day and cephalexin 500mg twice a day. At the time of the report the patient was ok. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).